Event description:
A talent stent graft system was implanted in a pt for the emergent endovascular treatment of a pre-operatively rupture 11 cm diameter abdominal aortic aneurysm. The vessels were moderately tortuous and moderately calcified. It was reported that upon final angiogram, there was a proximal type 1 endoleak. A 36 mm diameter talent aortic cuff was implanted and resolved the endoleak. Approximately 4 hours later, the pt was brought back to the operating room with bleeding from an unk location. The decision was made to perform an open surgical repair and explant the talent aortic cuff (see MFR # 2953200-2010-01842) followed by a dacron graft which was sewn onto the bifurcated stent graft. No additional clinical sequelae were reported, and the pt is fine. The device was discarded.

Manufacturer narrative:
(B)(4). Evaluation, results: pre-operative ruptured aneurysm. Endoleak. Stent graft was implanted for the treatment of a pre-operatively ruptured aneurysm. Conclusions: pre-operative ruptured aneurysm. Stent graft was implanted for the treatment of a pre-operatively ruptured aneurysm.